Event description:
Same case as MFR # 2134265-2009-. It was reported that during a coronary artery bare metal stent treatment procedure, stent damage occurred. It was reported that the physician attempted to treat a mildly tortuous, mildly calcified mid lad (left anterior descending) artery lesion with a liberte 3.50 x 32 mm bare metal stent (bms) and it could not cross the lesion after several attempts. When the stent delivery system (sds) was removed from the pt, the physician noted that the distal part of the stent had flared. The physician then preceded with a liberte 3.00 x 16 mm bms; this stent was unable to cross the lesion after three attempts. It was reported that when the physician was removing the sds, the shaft broke outside the pt. The physician then completed the procedure with pre-dilating the lesion with an unspecified balloon angioplasty catheter, then "successfully" deployed and unspecified liberte in the target lesion. There were no pt injuries or complications reported. The pt's condition is reported as stable.

Manufacturer narrative:
.